Event description:
Notes from nurse: total parenteral nutrition (tpn) infusion bag ran dry in the morning when it should have lasted until the evening. The tpn was verified appropriately with a normal amount of overfill and the nurse who hung it said there was no waste upon starting it. It appears the rate was ok all night too. Notes from pharmacy: no programming errors or unusual alarms on the report.